Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the surgeon felt that the stylet was inaccurate. The shunt was attempted to be placed 3 times, and each time the surgeon "wasn't able to get cerebrospinal fluid (csf)". The use of navigation was aborted and the shunt was placed manually with use of a scope. The emitter had been draped using a mayo drape. The patient had an external ventricular drainage (evd) that was draining during the procedure. Images used for the procedure were acquired the previous day. There was a towel clamp in the field, but no other reported metal. The geometry error of the patient tracker and stylet were roughly 0.6 and 0.5, respectively and were tracking without issue. There was also a registration accuracy metric of 1.4 mm with the yellow circles covering the entire head and the green circle covering "most of the front part of the brain". There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (lot: 2.1.0);  h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was 1.4mm of accuracy. The surgeon just connected an existing evd shunt to the valve and connected that to the shunt to peritoneal cavity.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Codes c19/d14 apply. Evaluation of the returned software logs was in progress at the time of this report. A follow up report will be sent when analysis is complete. Codes c21/d16 apply medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. There was no abnormality observed related to the reported behavior. Archive has 1 CT image and it was according the stealth protocol, no plan data was found, the site collected good amount touch points started from nose till forehead and obtained an accuracy metric of 1.4mm. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.